Event description:
The end user reported that he developed blistering under tape border on his right hip, twelve hours after a surgical procedure. He continued to wear the dressing for three days. On an unk date, during a follow uip visit, the physician removed dressing and noted blistered area to be 76mm by 76mm. On (B)(6) 2015, the pt is scheduled for a skin graft over area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).